Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. However, vyaire medical technical support review the logfile and shows no alarm. Advised customer to perform an o2 gas path test and resend the logs. Informed customer that the unit needs new safety valve. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us is having auto-cycling when in neo pressure a/c mode with fio2 higher than 21%. Issue happened during unit pre-check, furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect component was not returned to vyaire medical for evaluation. The exact root cause is unknown. This under investigation, CAPA assessment bvit-1. Advised customer that the vent requires new safety valve provided pn 030.201.020 to resolve the issue and instructed to perform base test after the vent was reassembled.